Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water leaked from the foley catheter.

Event description:
It was reported that during pre-test, sterile water leaked from the foley catheter. Per notification from ucc on 17dec2025, it was reported that no solution could be withdrawn with the returned syringe was found during sample evaluation on 08oct2025.

Manufacturer narrative:
The reported event was unconfirmed. Received four (4) photo samples. The first photo was a top view of of the 2 way catheter with return syringe. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation cap with the batch# ngjq4069. The fourth photo was of the tray labeling with batch # myjw3048. Received 1 all-silicone foley catheter with a sample port connector, syringe and packaging label. Verified material number 2758j14, batch number myjw3048 and manufacturing lot number ngjq4069. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and no solution could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. No leaks present. This is within specification per inspection procedure (B)(4) , revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.